Manufacturer narrative:
Additional information was received. There was no surgical intervention for the bleeding that the company representative was aware of. The device is still in use but the company representative will try to obtain the pump when it is explanted to return for investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 56-year-old male patient with a past medical history of dialysis, presenting in heart failure, cardiogenic shock, cardiomyopathy, in scai stage c shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was access site bleeding. A jackson-pratt (jp) drain was in place. Hemoglobin was 6.4 and 3 units of packed red blood cells (prbcs) were transfused, with an increase of hemoglobin to 9.4. The oozing improved. The cardiothoracic surgeon (cts) was monitoring. The post-procedure outcome is unknown. The impella functioned at p-8 at 4.6l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
B5 updated with additional information received from the clinical site.

Event description:
Additional information received that there was a concern for gastrointestinal (gi) bleed. Patient being evaluated by gi for esophagogastroduodenoscopy (egd). Patient hemodynamically stable with ongoing drops in hemoglobin. Patient has been on anticoagulation and is being held now.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 56-year-old male patient with a past medical history significant for end-stage renal disease on dialysis, presenting with heart failure, cardiogenic shock, and cardiomyopathy, in society for cardiovascular angiography and interventions (scai) stage¿c shock, while receiving multiple inotropes and vasopressors and mechanical ventilation for respiratory support, prior to initiation of mechanical circulatory support. While the patient was in the intensive care unit (ICU), access-site bleeding was noted. A jackson-pratt (jp) drain was in place. The patient¿s hemoglobin decreased to 6.4 g/dl, and three units of packed red blood cells (prbcs) were transfused, with a subsequent increase in hemoglobin to 9.4 g/dl. The oozing improved, and the cardiothoracic surgeon (cts) continued to monitor the access site. Bleeding is a known potential risk associated with impella support due to the anticoagulation and purge requirements, particularly in critically ill patients and those undergoing surgical implantation. Per discussion with the cardiac critical care unit (ccu) fellow, the patient remained bacteremic, with sepsis of unknown origin, raising concern for a possible impella graft infection given the persistence of bacteremia. According to the fellow, the primary pump pocket did not appear infected on evaluation; however, infectious disease (ID) specialists elected to manage the patient as a presumed graft infection due to ongoing bacteremia. The patient remained on antibiotic therapy and continued on impella 5.5 support at the time of the reported event. Bacteremia/sepsis in this clinical setting may occur due to multiple patient-specific and treatment-related factors, including end-stage renal disease requiring dialysis, critical illness with cardiogenic shock, prolonged ICU stay, mechanical ventilation, indwelling vascular catheters, surgical access with implanted graft material, and immunocompromise associated with chronic illness. In patients receiving mechanical circulatory support, these factors may increase susceptibility to bloodstream infection even in the absence of overt local device or pocket infection.

Manufacturer narrative:
B5 and h6 updated based on the additional information received from the clinical site.

Manufacturer narrative:
A150202, f1903, and f2303 added to h6. Corrected data. D4 UDI updated/corrected. D6b updated in prior report. The investigation is still ongoing.

Manufacturer narrative:
D6b updated. Corrected data d4 serial number updated. The investigation is still ongoing.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 56-year-old male patient with a past medical history significant for end-stage renal disease on dialysis, presenting with heart failure, cardiogenic shock, and cardiomyopathy, in society for cardiovascular angiography and interventions (scai) stage c shock, while receiving multiple inotropes and vasopressors and mechanical ventilation for respiratory support, prior to initiation of mechanical circulatory support. While the patient was in the intensive care unit (ICU), access-site bleeding was noted. A jackson-pratt (jp) drain was in place. The patient¿s hemoglobin decreased to 6.4 g/dl, and three units of packed red blood cells (prbcs) were transfused, with a subsequent increase in hemoglobin to 9.4 g/dl. The oozing improved, and the cardiothoracic surgeon (cts) continued to monitor the access site. Per discussion with the cardiac critical care unit (ccu) fellow, the patient remained bacteremic, with sepsis of unknown origin, raising concern for a possible impella graft infection given the persistence of bacteremia. According to the fellow, the primary pump pocket did not appear infected on evaluation; however, infectious disease (ID) specialists elected to manage the patient as a presumed graft infection due to ongoing bacteremia. The patient remained on antibiotic therapy and continued on impella 5.5 support at the time of the reported event. While on support there were concerns for gastrointestinal (gi) bleed. The patient is being evaluated by gi for esophagogastroduodenoscopy (egd) tomorrow. Patient hemodynamically stable with ongoing drops in hemoglobin (hgb). Patient has been on anticoagulation and is being held now. Also while on support the patient was confused after receiving sedation and the patient pulled the impella catheter into the aorta. The pump could not be repositioned in the ICU. Patient was stable hemodynamically and did not require inotropes/pressors. There were no spike in lactic acid and cardiac profiles looked ok. Physician care team decided that the patient did not need support anymore and the pump was explanted in the operating room.

Manufacturer narrative:
Corrected information was provided in b1 (is product problem), d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. B5 is being updated to include new and corrected information that was not included in the initial report. The revised b5 provides a complete event narrative. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was not determined due to insufficient clinical details. The root cause of the injury was unable to be determined due to insufficient clinical details. The cause of the positioning issue was use error as patient pulled it out of place.